Event description:
The accounts maintenance alleged the head of the bed will not rise.

Manufacturer narrative:
The accounts maintenance replaced the head up valve solenoid cartridge to repair the bed.